Event description:
Pt had bilateral silicone gel breast implants removed due to capsular contractures. The right capsule contained an implant covered with a sticky surface but apparently intact. Weight noted at 245 gms. The left capsule contained a ruptured implant weighing 270 gms. Both capsules were intact within the pt. Saline implants (270 cc) were placed in the breasts and a mastopexy was performed.